Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included anemia sickle cell, trouble falling asleep, atrial septal defect, depression, fatigue, vitamin d deficiency, asthma, pulmonary embolism, oral thrush, acute bronchitis, uterine bleeding, tenderness, ovarian mass and menses irregular. Previously administered products included for an unreported indication: naproxen, morphine and paxil. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("right ovarian cyst"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal haemorrhage ("vaginal bleeding"), constipation ("gastrointestinal or digestive system condition type: constipation") and pelvic mass ("pelvic mass") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy, cystourethroscopy, enterolysis). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the genital haemorrhage, menorrhagia, psychological trauma, nausea, headache, ovarian cyst, weight decreased, bladder disorder, urinary tract disorder, vaginal haemorrhage, constipation and pelvic mass outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic mass, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2010, she implanted essure. (Discrepancy noted) and in the summons the date of insertion was 2013 & 2011. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, weight loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet received. Events vaginal bleeding, pelvic mass & constipation were added. Patent & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included anemia sickle cell, trouble falling asleep, atrial septal defect, depression, fatigue, vitamin d deficiency, asthma, pulmonary embolism, oral thrush and acute bronchitis. Previously administered products included for an unreported indication: naproxen, morphine and paxil. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), headache ("headaches"), ovarian cyst ("right ovarian cyst"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the genital haemorrhage, menorrhagia, psychological trauma, nausea, headache, ovarian cyst, weight decreased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2010, she implanted essure. (Discrepancy noted) and in the summons the date of insertion was 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, weight loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received- new events abnormal bleeding (general), weight loss, bladder disorder and urinary tract disorder were added. Reporter information and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), headache ("headaches") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the menorrhagia, psychological trauma, nausea, headache and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2010, she implanted essure. (Discrepancy noted) and in the summons the date of insertion was 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters name updated and patient demographics, medical history were added. On (B)(6) 2019, she explanted essure. Added events pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhea, menorrhagia (heavy menstrual bleeding), psych injury, uti, bladder infection, vaginal discharge, vaginal infection, nausea, headaches, right ovarian cyst, patient did not performed essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.